Event description:
Customer called to report high blood glucose's and not receiving any insulin. Bgs were treated with manual injections. It was stated that their insulin volume read the same at night and in the morning. Although the history showed a record of bolus and basal, but the insulin volume did not change. Also when customer ran a self-test the pump had an alarm. Add'l testing was performed. The lead screw rotated and the insulin exited. Further testing was performed and the unit had an alarm. Then a second test was run and the device did not alarm as it intended. Customer was disconnected from the pump. Unit was not dropped, bumped, or exposed to moisture.